Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), the label information listed on one bottle was incorrect. No adverse impact was reported regarding the patient or user at this time.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k173873 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information. Date received by manufacturer: 03-mar-2026. After further evaluation of the complaint and the investigation, it has been determined that the previously submitted report 2647876-2026-00009 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), the label information listed on one bottle was incorrect. No adverse impact was reported regarding the patient or user at this time.